Event description:
While attempting to perform a crossover procedure over the superficial femoral artery, the rotarex did not push over the bifurcation through the 8 f introducer. When the physician attempted to remove the devices, the check flo valves of both sheaths ripped while pulling out the introducers. The procedure was successfully performed with a terumo introducer. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects deu to this occurrence.

Manufacturer narrative:
During our investigation, a review of the complaint history and a visual inspection of the two, returned used and damaged devices was conducted. The visual examination revealed that in both cases, the sheath had pulled from the cap. It was noted that the flare, while deformed from pulling through the cap lumen, was of adequate size. Additionally, the lumens of both sheaths were inspected and it was found that the liner was damaged, with a portion about 1cm long; which had been removed, exposing the coils, which had irregular spacing in this same section. It was reported that another manufacturer's catheter could not advance through the flexor introducer sheath at the bifurcation, requiring much difficulty/force to remove; which resulted in separation of the valve assembly from the sheath. Based on the inspection of the used devices, it is feasible to suggest that the damaged sheath section was positioned at the severe angle of the bifurcation, causing the cutting edges of the catheter to make unintended contact with the liner, which then shred and delaminated from the composite flexor(r) tubing. With the two devices entangled, great force was required to resolve the situation, which led to the noted irregular coil spacing, necking down and elongation of the flexor sheath and eventual fitting separation. Manufacturing controls are in place to prevent delamination of flexor(r) tubing. There is a 100% inspection, ensuring there is no coil separation or breakage and ensuring the correct inside and outside diameter of tubing. It is also confirmed that the liner is free of wrinkles/splits on each end. The appropriate personnel have been notified and we will continue to monitor complaints for similar events. Per the quality engineering risk assessment (qera), measures were previously initiated for this failure mode. No further action required at this time.

Manufacturer narrative:
(B)(4). The event is currently under investigation. More info will be provided upon conclusion.